Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2015 by the knee surgery, sports traumatology, arthroscopy, titled ¿a matched-pair comparison of two different locking plates for valgus-producing medial open-wedge high tibial osteotomy: peek-carbon composite plate versus titanium plate". The study reviewed twenty-six (26) patients who underwent opening wedge high tibial osteotomy (hto) using arthrex peekpower hto plate (1st generation) to address valgus-producing medial open wedge high tibial osteotomy (owhto). During the thirty-one (31) month follow-up period, three (3 patients experienced superficial or deep infection (specific type not specified). Source: cotic m, vogt s, hinterwimmer s, et al. A matched-pair comparison of two different locking plates for valgus-producing medial open-wedge high tibial osteotomy: peek-carbon composite plate versus titanium plate. Knee surg sports traumatol arthrosc. Jul 2015;23(7):2032-40. Doi:10.1007/s00167-014-2914-8170.